Manufacturer narrative:
Patient information was not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement pedicle probe 2.25mm shipped to site 06/08/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon damaged their pedicle 2.25mm probe. A replacement probe was requested. The damage was identified when the surgeon pulled the probe out of the pedicle. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome reported.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the spinal procedure was a posterior lumbar interbody fusion (plif). The medtronic representative also reported the instrument became damaged while inside the patient but there was no impact on patient outcome. The medtronic representative also confirmed there were no accuracy issues reported due to the instrument damage. The medtronic representative reported the facility has not been able to locate the probe since post sterilization. No parts have been received by manufacturer for analysis.